Manufacturer narrative:
Reportedly, a drill bit got stuck in the drill adaptor. The device was conform upon leaving the manufacturing site. The most probable root cause of this event would be that because of the friction between the drill bit and the drill adaptor during drilling, the metal has heated up and swollen which caused the mechanical jam. Since this part was not returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA and the investigations already performed suggest that the drill adaptor design should be improved. Corrected data: b3 date of event. B4 date of this report. G4 date received by manufacturer. H2 if follow-up, what type. H3 device evaluated by manufacturer. H4 device manufacturer date. H6 event problem and evaluation codes. H10 additional narratives/data. D4 unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for an seeg case. During the case, the resident was using a rosa 2.45 adaptor to drill at the first trajectory. During drilling, the drill bit became fused with the rosa drill guide and could not be separated. A 2nd 2.45 drill adaptor and drill bit had to be opened and used for the rest of the case. The surgeon believed that the resident was not drilling coaxially to the drill adaptor, causing the fusion. The site was later able to separate the two pieces, but the drill adaptor was no longer usable because the drill bit and bolt driver would not fit down the tube. Delay to case about 5 mins, no impact to patient, after first incision. All trajectories were still accurate and surgeon was happy with results of the case.

Manufacturer narrative:
UDI# : unknown. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Clinical representative (cr) was present for an seeg case. During the case, the resident was using a rosa 2.45 adaptor to drill at the first trajectory. During drilling, the drill bit became fused with the rosa drill guide and could not be separated. A 2nd 2.45 drill adaptor and drill bit had to be opened and used for the rest of the case. The surgeon believed that the resident was not drilling coaxially to the drill adaptor, causing the fusion. The site was later able to separate the two pieces, but the drill adaptor was no longer usable because the drill bit and bolt driver would not fit down the tube. Delay to case about 5 mins, no impact to patient, after first incision. All trajectories were still accurate and surgeon was happy with results of the case.